Event description:
It was reported that during a cholecystectomy procedure the device clips scissored. The site used a similar device to complete the case. No patient consequence was reported.

Manufacturer narrative:
Date sent: 5/29/07. Info was not provided by the initial contact. Info anticipated, but unavailable at this time.